Manufacturer narrative:
Additional information: based on the available information from the field, a damage to the reference electrode seems likely. However, to determine an exact root cause, device investigation at the explanted device would be necessary. Re-implantation is considered, but no exact date has been scheduled yet.

Event description:
The user's mother noticed a decrease in reaction to sounds over the course of several months. The user will be re-implanted. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.